Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this device developed an infection. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is not expected for return.

Event description:
It was reported that the patient implanted with this device developed an infection. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is not expected for return. Additional information: this supplemental report is being submitted to provide the correct date of implant. The year of implant has been amended.

Manufacturer narrative:
This supplemental report is being submitted to provide the correct date of implant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.